Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date patient underwent spinal fusion surgery at s2 trans-sacral. Post-operatively , it was reported that the screw seemed to be loosening its set screw. Patient suffered with pain as a result of the event.